Event description:
The customer reportedly obtained a 42 mg/dl and 115 mg/dl on the accu-chek voicemate system within a ten minute timeframe. The customer did not feel well and laid down to rest. One hour later, he ate a meal of baked chicken, rice, vegetables and a sliced of wheat bread. He felt fine after treatment and obtained a blood glucose result of 111 mg/dl. He also stated that he felt hypoglycemic. No adverse event reported. A request was made for the return of the suspected product, replacement was sent.